Event description:
The user facility (a veterinary facility) reported that the user accidentally "cut the catheter while trying to cut the tape." The reporter stated that the veterinarian had to go in and remove the detached piece of catheter. The animal is reported to be "fine."

Manufacturer narrative:
Patient code (other) - this report was not associated with a human patient. Results- based on user facility info and on reserve sample evaluation. Conclusions- based on user facility info and on reserve sample evaluation. The involved device has not been returned for evaluation and the lot number is not known, which limits the failure investigation. However, the user facility description confirmed that the tubing was inadvertently cut in-half during removal. The fact that the catheter had been used for infusion without any difficulty minimizes the potential that the incident was related to a pre-existing device defect. Retention samples from random lots were evaluated. All samples tested were confirmed to be properly assembled and met the performance specifications. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.